Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and approximately one hour after catheter use, ablation and mapping were performed while removing and replacing thermocool® smart touch® sf (stsf) catheter and pentaray catheter in the cardiac cavity. When the clamp was opened to insert the catheter intracardiac, it was realized that heparinized saline drop from the tip of pentaray catheter would not be made. When the catheter was replaced, the issue was resolved. The procedure was completed without patient consequence.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and approximately one hour after catheter use, ablation and mapping were performed while removing and replacing thermocool® smart touch® sf (stsf) catheter and pentaray catheter in the cardiac cavity. When the clamp was opened to insert the catheter intracardiac, it was realized that heparinized saline drop from the tip of pentaray catheter would not be made. When the catheter was replaced, the issue was resolved. The procedure was completed without patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and an occlusion was found. For this reason, a guidewire was used to locate the occlusion area, and it was found close to the tip. Further investigation revealed that the irrigation tube was bent. A manufacturing record evaluation was performed for the finished device 31090248l number, and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the bent condition observed in the irrigation tube could not be determined. The catheter instructions for use (IFU) contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).